Manufacturer narrative:
Device evaluation: one used sample was returned and examined. Pressurization of the cuff proximal to the 15 mm connector found it to inflate and deflate as intended, with no leakage detected. Pressurization of the distal (bronchial) cuff found it have tear measuring approximately 3 mm in length and located at the maximum diameter of the cuff. The configuration of the tear is a straight line and its location and physical characteristics are consistent with having been damaged, most likely while it was inflated. Manufacturing does a 100% inflation test of the cuffs and had the tear been there at that time it would have been detected and scrapped. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
A report was received that alleges that the endobronchial tube was deflating at the cuff after an unknown amount of time in situ. No incident related sequela was reported.